Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair, the t2 implant of a fast fix could not be deployed. The t1 was removed using tweezers and suction. The procedure was completed using a backup device and there was a surgical delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 was not returned. The t2 and a partial suture were returned on the needle. The suture has a fraying break on both suture edges. Visual of the customer provided image of the t1 suture, which also has segments of fraying due to contact with a sharp instrument, suggests the t2 fraying is also from contact with a sharp instrument. The actuator is in the pre-t2 position. The needle assembly is bent. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. An analysis of the customer provided image found the fast-fix device lying on a surface. The suture is broken. T1 remains in the needle attached to a piece of the suture, and t2 is outside the needle, also attached to a piece of the suture. A complaint history review found similar reported events. A review of the suture material specification found a material certification of analysis is required with each lot. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.